Event description:
A contact lens technician from an optometrists' office reported that a pt experienced an "ulcer" following use of complete moistureplus multi-purpose solution. Despite follow-up attempts, no information received regarding treatment. The patient recovered and successfully resumed lens wear with complete moistureplus.

Manufacturer narrative:
The actual unit used by the patient is not available for evaluation because the patient discarded it. Batch review of the reported lot indicated that the lot was acceptable. Chemistry and microbiological testing on a retain unit were performed; results indicate that the product as released from the manufacturer was sterile and within specification.